Event description:
It was reported, that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s continuous glucose monitor read "high". However, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. There was no reported adverse impact to the customer¿s blood glucose level.